Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the motor would run but the output shaft would not extend during the bench test, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer states the consumer was tilted back and he heard a loud pop and it slammed the tilt back down to the seated position.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the consumer was tilted back and he heard a loud pop and it slammed the tilt back down to the seated position.